Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection found no irregularities and the device header was completely intact. Pin gauge testing was performed and all passed with the exception of the rv lead. Further measurements concluded that the rv lead spring was not within specification and were damaged on one side. Previous manufacturing data concluded that the rv leaf springs were within specification and the condition was induced in the field.

Event description:
Boston scientific received information that this device system detected an increased right ventricular (rv) lead pacing impedance measurement greater than 2,000 ohms on the non-bsc rv lead. Additionally, non-sustained ventricular tachycardia (nvst) events were observed in the arrhythmia logbook, which appeared to be noise with pacing inhibition lasting approximately 1.5 seconds. The device was then reprogrammed to a value other than monitor plus therapy. A revision procedure to check the header connection was performed. The header of the device appeared to be intact. The pace/sense portion of the non-bsc rv lead was surgically abandoned and replaced. The following day, impedance measurements greater than 2,000 ohms were observed. A revision procedure was performed and the device was then explanted and replaced. No adverse patient effects were reported during the procedure. The device was to be returned to allow for reliability analysis.